Event description:
Event description guidant received information that one day post implant of this implantable transvenous defibrillation lead, occasional pauses in pacing were seen due to sensing atrial activity on the right ventricular (rv) lead. The electrograms reported as rvs lvp. This oversensing does not occur when the atrium is pacing. The patient was not aware of the pauses and had no symptoms.,